Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the device was opened for a live donor nephrectomy procedure. The device was closed outside of the patient and then would not open. A new device was then opened to complete the procedure. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No.